Manufacturer narrative:
Other relevant device(s) are: product ID: bfxch2615165, serial/lot #: (B)(4), ubd: 23-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 9 years post the index procedure, migration of the bifurcated stent graft and aortic cuff had occurred. It was noted there was still seal into the aneurysm and there was no endoleak identified. Intervention to prevent further dilatation was completed. An endurant cuff (36x36x70) was implanted which landed 1.5 cm short of the renal arteries so an additional endurant cuff (36x36x49)was implanted to extend graft coverage to the level of the renal arteries. An aortogram was performed and the cuffs were confirmed in place with no endoleaks present. Per the physician the cause of the migration was anatomy related. No additional clinical sequelae were reported and the patient is fine.